Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a signal loss issue with the adc device. As a result, the low glucose alarm did not sound and customer experienced symptoms of hypoglycemia described as feeling extreme tiredness, sleepy, and headache. Customer was unable to self-treat and received third-party intervention by caregiver who provided dextrose tablets and 10 grams of carbohydrates for treatment. No further information was reported. There was no report of death or permanent injury associated with this event.